Event description:
Pca pump was making a high pitched noise and the above info was in the led window.machine turned off and soft touch select button removed and plugged in again. Machine started up and functioning at present.